Event description:
It was reported that during a balloon angioplasty treatment procedure of the superficial femoral artery, deflation issues occurred. The 60% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. A 7.0mmx40mmx135cm sterling¿ balloon catheter was selected to dilate the lesion. It was inflated and worked fine. However, on the fifth inflation the balloon would not deflate. They had to eventually break the balloon with a syringe and a stop cock with multiple inflations to remove it out from the body. The procedure was completed with another of the same device. The patient was not injured, no patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).